Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated/corrected updated: g3; h2; h3; h6 medical records were provided and reviewed by a health care professional. Review of the available records identified the following: an initial left tha was performed . A revision was performed due to trunnion wear, and an unspecified infection was found within the joint. The stem, head, and liner were explanted and zimmer products were placed. Device history record (DHR) was reviewed and no discrepancies were found. A definitive root cause cannot be determined for the trunnion wear for the stem. Single-use, sterilized devices manufactured or distributed by zimmer biomet are sterilized in accordance with FDA regulations and iso standards to a sterility assurance level of 1.0 x 10-6 or better. Therefore, it is unlikely that the specified device caused any patient infection. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. D10: item #00801803602/ head/ lot #63580230, item# 00875705601/ shell / lot #63679646, item # 00875101236/ liner/lot #63756731, item # 00875700001/ dome hole plug/ lot #63841189.

Event description:
It was reported that the patient underwent a left hip revision procedure approximately 3 years and 4 months post-implantation due to trunnion wear and surgeon noted purulence and sinus tract leading to joint space. Stem, head, liner revised. Shell was retained. Attempts have been made and additional information on the reported event is unavailable at this time.

Manufacturer narrative:
(B)(4). Customer has indicated that the product will not be returned to zimmer biomet for investigation as the product location is unknown. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001822565 -2021 -02951.

Event description:
It was reported the patient underwent a left hip revision procedure approximately 3 years and 4 months post-implantation due to unknown reasons. Attempts have been made and additional information on the reported event is unavailable at this time.